Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (damaged connector) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause of the damaged connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.